Event description:
Distributor reported that there was an issue with the pump; its register was erased, and a data error alert occurred, leading to the deletion of history and profiles. There was no adverse impact to the customer's blood glucose level due to this event. The device is being returned, and a replacement pump with a new serial number was provided to the customer.